Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "our outreach clinics have been using this needle and have had recent issues with the needle not ¿flushing¿... Apparently one clinic believes it was multiple lots but they were just throwing away and getting a new needle they say it¿s happened enough that they test the needle prior to use as a standard."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "our outreach clinics have been using this needle and have had recent issues with the needle not ¿flushing¿... Apparently one clinic believes it was multiple lots but they were just throwing away and getting a new needle they say it¿s happened enough that they test the needle prior to use as a standard."